Manufacturer narrative:
(B)(4). The analysis results found that the mcs20 device was returned in good visual condition. A bag with one clip partially formed was received along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip got stuck repeatedly. It is unknown how procedure was completed. There were no patient consequences.